Event description:
It was reported the programmer would not turn on, and the analyzer was not working. Further details on which analyzer and what specifically was not working on the analyzer were not available. The programmer and analyzer were returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify the programmer not turning on. It was noted that the right keyboard hinge was broken, the keyboard was damaged, the display screen drops down when placed in an upright position, the stylus retainer was broken, and the error log contained three occurrences of the same error. (B)(4): the analyzer was analyzed and no anomalies were found. (B)(4): the analyzer was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.